Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2205 bacteremia.

Event description:
It was reported that the patient was admitted (B)(6) 2023 with bacteremia of an unknown source. The patient was placed on intravenous vancomycin and cefepime. Blood cultures were redrawn on (B)(6) 2023 and were positive for corynebacterium. The patient was treated with an additional 2 weeks of antibiotics. Driveline culture and transesophageal echocardiogram (tee) were found to be negative.